Event description:
It was reported, implanted short gamma nail. Surgery went well until the surgeon missed the distal locking hole with the drill bit. Jig was tight and correctly attached but targeter did not align distal locking screw. Surgeon disconnected the targeter and manually installed locking (distal) screw.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.